Manufacturer narrative:
.

Event description:
The customer reported the battery is dead and that during pm the device keeps saying "shutting down and alarming external power interruption"there was no reported patient involvement.